Event description:
Pt reported the infusion device often displays e6 mechanical error, the insulin cartridges leak insulin, and the infusion device piston rod is oxidized. Pt believes the insulin delivery of the infusion device is too low, and she has experienced hyperglycemia of up to 400 mg/dl as a result. She corrects hyperglycemia by delivering insulin via the infusion device and pen. During troubleshooting, it was found the pt does not carry out the cartridge change procedure as instructed; therefore, insulin spilled inside the cartridge compartment of the infusion device. Pt was advised how to correctly change the cartridge by attaching the adapter and infusion set before the cartridge is placed in the infusion device. Pt did not have an infection or start new medication. Normal blood glucose level is 100-140 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for eval. Pt did not require treatment from the health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.